Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date to treat stress urinary incontinence and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation on (B)(6) 2008, in order to treat grade 3 cystocele, and grade 1-2 rectocele. It was reported that the patient underwent the concurrent procedures of anterior mesh and cystoscopy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.